Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. D4: batch # u5e010. H6: component code = mechanical (g04). Device analysis: the analysis found that one pve35a device was received with no apparent damage and with a reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If the device, or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hepatectomy, after four firings the battery died. The battery did not die mid-fire. When they went to do a fresh fire, nothing happened. The battery was hot to the touch. Case completed with another like device. There were no patient consequences reported.